Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to the acetabular cup loosening. Upon removal, the cup did not appear to have any bony ingrowth. The 48mm acetabular cup was removed and replaced with a 54mm acetabular cup.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found it to be intact and showed a general lack of bony ingrowth. There is evidence of subluxation of the joint and scratching of the bearing surfaces. Based upon the appearance of the part, wear rates do not appear to be excessive. Possible causes of the reported lack of bony ingrowth could not be determined by visual examination of the components. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." (B)(4).